Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula. Fluid was observed leaking through the tear during fluid path testing. The downloaded data did not show any timeouts or drive stalls that could indicate a failure of the device to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. No other damages or defects were observed with the device that could affect insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 320 mg/dl, while wearing the pod on the abdomen longer than 48 hours. A manual insulin injection was administered to treat the hyperglycemia.